Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the customer was unable to provide cgm blood glucose reading at the time of the event and the meter bg reading was 60 mg/dl. As a result of the auto-bolus, customer's blood glucose level lowered to 44 mg/dl. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.